Event description:
There is a significant amount of noise happening on the rv channel with the short interval count per day spiking often to >249 count per day. Shock impedance has risen somewhat gradually but is still in range at around 75 ohms and pacing impedance has been steady around 400 ohms. There has also been some significant movement on the rv sensing amplitude from around 5 mv in early february to 10 mv currently. Lead integrity issue is suspected. Lead currently remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.